Event description:
It was reported that the patient presented with symptoms similar to before having the system implanted. The pacing threshold had "changed" (it was high) and the capture management feature increased the output, which was noted as "inappropriate therapy." The lead had high impedance and "different sensing" and an x-ray revealed a "nearly completely (sic) break off between lead body and screw (helix) including screw mechanism." The damaged lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.